Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was inactive and cracked and patient could not identify which lead. In addition, patient went to the emergency room (ER) as latitude showed red call doctor icon (rcd) and experienced high blood pressure. Furthermore, patient's device was being checked and stated to be working appropriately. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was explanted. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead exhibited noise.

Event description:
It was reported that this right ventricular (rv) lead was inactive and cracked and patient could not identify which lead. In addition, patient went to the emergency room (ER) as latitude showed red call doctor icon (rcd) and experienced high blood pressure. Furthermore, patient's device was being checked and stated to be working appropriately. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was inactive and cracked and patient could not identify which lead. In addition, patient went to the emergency room (ER) as latitude showed red call doctor icon (rcd) and experienced high blood pressure. Furthermore, patient's device was being checked and stated to be working appropriately. As of this time, this lead remains in service. No adverse patient effects were reported.